Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable strap was used. At the time of fixing the mesh the hook does not work and is released, this situation occurs twice consecutively, on a third time he grabs the hook and on a fourth time the hook is released. There were no significant delays reported. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/19/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: did the reported issue contribute to any patient adverse consequences? Answer: it had no consequences. - could you please provide the lot number? Answer: I was not informed about the batch - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided answer: the product will be returned to me tomorrow - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.